Event description:
Device appears to be alerting to an hv lead integnty alert ... The rv lead integrity counter alert appears to be r/t high sic (182) which correlates to high frequency noise on the leads." Lead manufactured by st. Jude. Case: (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)